Event description:
The surgeon had ¿an issue when he inserted the tibial compression rods. The rod was not in the hole as expected.¿ there was no patient injury. There was an increase of surgery time of 30 minutes.

Manufacturer narrative:
The panta compression device. Product number 519130 was used during this surgery. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.